Manufacturer narrative:
G2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the display of the patient remote control suddenly changed; when the program was tapped on the home screen, the stimulation intensity value would normally be displayed, but it turned on/off, so the stimulation intensity could not be increased or decreased. An image was provided of the controller screen, with text that stated "stimulation": on (now working) /off". The patient's remote control was replaced but it was the same notation, so it was stated it might be a defect on the implant side, not a defect on the remote-control side. The patient mentioned that the stimulation intensity could be increased and decreased as usual before. The cause of these issues was unknown. They reset the patient controller as well as the implant however this screen still gets displayed when the patient taps program in the home screen. Technical services provided suggested troubleshooting which included adjusting stimulation from the home screen by using the arrow buttons and noted that if the patient only has one program in the group and does not have access to adjust other parameters like rate, then it would be normal to only have access to adjust intensity from the home screen. They suggested they could use the clinician programmer to make changes like create a new group with multiple programs or give the patient access to adjust pulse width/and or rate to see how the access on the patient remote changes. The issue was not resolved at the time of report. No symptoms were reported. Additional information was received. It was reported that the cause of the issues was unknown at this time. The actions taken were that the impedance was measured and in the future the ins will be replaced. The issue was not resolved yet; surgery was planned for ins replacement.

Manufacturer narrative:
G2. Foreign: jp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating the exact impedance values from the test were unknown, however it was confirmed high impedances. To replace the implant was "not fixed yet at this time", and it was unknown why the controller displayed what was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the remote controller was replaced but the situation did no improve. High impedances were not resolved. Even the patient himself does not operate the remote control, and since it does not affect the treatment, the patient understands and uses it.

Event description:
Additional information was received stating the cause of the high impedances was asked but unknown. At present, there were no plans to replace the implant. There were no complaints against the lead which was added to the case.

Manufacturer narrative:
H1: updated type of reportable event to 'malfunction' due to new information stating that at present there were no plans to replace the implant. G2. Foreign: jp medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.